Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken cable was sticking out of the tip of the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were frayed. The pitch cables were frayed at the proximal clevis hub. Frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found the instruments grip tips were bent, causing side to side misalignment of grips. There was a .020 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, a likely cause of bending and overloading at the tip. The bent damage may have been due to likely mishandling/misuse. The instruments main tube had deep scratches and gouges. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.